Event description:
A peritoneal dialysis (pd) patient reported an issue during a fill cycle. While troubleshooting, he was advised to reset with new supplies. When he cancelled his treatment and removed the set, he found fluid inside the cassette area. He switched to manual treatment. He discarded the set. During follow up, the patient's pd nurse reported that his effluent remained clear. He did not have any signs of infection and was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.